Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b: medical device type: jka. D.2.a: common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the sheathed needle of an unspecified number of devices was not going into the vacutainer tubes correctly and causing blood to leak out all over. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the sheathed needle of an unspecified number of devices was not going into the vacutainer tubes correctly and causing blood to leak out all over. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2026-00540 was sent in error as it was a duplicate of (B)(4) MFR report # 1024879-2026-00167.